Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing on the stored electrogram (egm). Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.